Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The devices associated with this report were not returned. Review of the device history records did not reveal any related manufacturing deviations or anomalies. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update rec'd (B)(6) 2015: litigation papers allege pain, discomfort, inflammation, and large amounts of toxic cobalt-chromium metal ions and particles.

Manufacturer narrative:
The devices associated with this report were not returned. Review of the device history records did not reveal any related manufacturing deviations or anomalies. A search of the complaints databases and/or review of device history records for the unknown part/lot femoral stem was not possible. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4).

Event description:
The pt was revised because of pain.